Event description:
Boston scientific received information that this pacemaker could not be interrogated. Numerous troubleshooting techniques were attempted without success. A magnet was placed over the device with a magnet rate of 85. Technical services discussed a magnet rate of 85 indicates elective replacement time (ert). Technical services also discussed a magnet rate of 85 would indicate beginning of life (bol) for another manufacturer and the device may have been replaced. No adverse patient effects were reported.

Manufacturer narrative:
Additional information was received that this device had been changed out. No further information was available. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The local area field representative was contacted for additional information. At this time, no further information is available and records indicate this device remains implanted. Should additional information become available this report will be updated.